Event description:
Previous not functioning evd replaced with evd discussed in this psn. Upon opening new evd placed by provider, air started flowing from accudrain toward pt in the evd tubing. Evd clamped by rn and all connections assessed. No leaks or kinks appreciated.